Manufacturer narrative:
11/19/2015 09:19 am (gmt-5:00) added by (B)(4): the reporter who was the hospital biomedical engineer later provided information that the technical error code was not in the logs and it was user error. The biomedical engineer further stated that the ventilator was working normally, no logs are needed and no further action was needed. No investigation has been possible. The reported technical error code has not been confirmed. The technical error indicates a patient category mismatch between breathing and monitoring subsystems. Its cause, if it occurred in this case, has therefore not been determined.

Event description:
It was reported that while the ventilator was connected to a patient it generated a technical error code indicating a patient category mismatch. There was no patient harm. (B)(4).